Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device would not inflate. To correct the issue, the user opened a new device and continued with the surgery. The patient is currently fine. There was no reported patient injury or adverse event.